Event description:
It was reported that a pt had their pump and catheter removal. The pt was part of a clinical study.

Manufacturer narrative:
(B)(4). Final device analysis was completed. The analysis revealed no anomaly found - normal device function for the pump (pump dispensed normally). Analysis for the catheter revealed that it was occluded. Dark material was observed in some of the dispensing holes. "Dark spots" were also observed that appeared there was dried material on the inside of the catheter. Ultra sonic cleaner was used per laboratory process to help break up the material so bleach could be pushed thru to decontaminate. The medication the pump was administering was dilaudid (concentration of 5.0 mg/ml) at a daily dose of 1.9991 mg/day, bupivicaine (concentration of 30.0 mg/ml) at a daily dose of 11.995 mg/day, and droperidol (concentration of 400 mcg/ml) at a daily dose of 159.93 mcg/day.